Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, after loading the sutures on a 5.5 mm healix advance sp peek anchor, the anchor went in half way and stopped during insertion into the bone hole because the sutures were twisted on the inserter. The surgeon was able to back out the anchor with the inserter and removed it from the patient. The surgeon loaded suture on a second 5.5 mm healix advance sp peek anchor and attempted to insert it in the same bone hole and it stopped about half way in during insertion because the sutures were twisted on the inserter. The surgeon removed this anchor the same way as the first complaint device anchor. The surgeon decided to not use additional anchors for a lateral row, cut the medial row sutures, and completed the procedure satisfied with the repair. The procedure was delayed approximately three minutes with no reported patient consequences. The two complaint devices are being returned for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report h3, h6: investigation summary the devices were received and sent to the engineering group for evaluation. The lot number of the devices were not identified as to which one was used first and which one was used second. The report from engineering indicates. Two devices were involved with this complaint. The first device experienced failure to advance to full depth and cored out the bone hole. The inserter was removed with the anchor stuck to it. The second device was used in the same location and was pulled out of the bone concurrent with the removal of the inserter, no sticking/binding was reported. As both the devices were the same size and the bone had been violated from the first anchor stripping out in the bone, the failure of the second device is expected. The cause of the first anchor failure was insufficient tension on the operative sutures while navigating to the joint space as required per the design. Retention of the anchor on the hex drive is achieved in packaging by the presence of the threader tab wire. Once the operative sutures are loaded into the device the tension and geometry of the suture exiting the aperture of the anchor retains the anchor in alignment and engagement with the hex drive. Navigating to or around the joint space without slack management of the operative sutures increases the risk of disengagement. Instances where the user retracts the device, the proximal end of the anchor may be loaded enough to compress the sutures to a point where the anchor may be fully disengaged. From the observational evidence collected under this complaint it is believed this was the initial event which led to the first observed failure. User technique is the root cause for this failure. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number on 9-6-2019, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot number on 9-6-2019, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.